Event description:
The patient was revised on (B)(6) 2021 for infection. Approximately 2 years after the first surgery. The surgeon explanted 1 humeral cup 36+3, 1 glenoid baseplate, 1 centered glenosphere with screw, 1 locking screw 25mm, 2 standard screw 35mm and 1 stem 36/12.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.